Event description:
Pt infection. A (B)(6), female, underwent surgery on (B)(6) 2007. On (B)(6) 2007, she was re-admitted to the hospital and the following day an (B)(6) of the finger was done with the removal of k-wire, bone graft and putty. According to our infection report, pre-implant and wound site cultures were done, but were never forwarded to mtf. Unfortunately, our infection report was completed by the dr and was somewhat indecipherable. There was three attempts to reach the initial reporter for clarification but to no avail. The dr does not believe that the infection originated from either of our tissues.

Manufacturer narrative:
The donor was treated with a low dose of gamma irradiation, a procedure that has been validated to kill contaminating organisms, prior to processing. There have been no other infection complaints received for tissues processed from this donor. No evidence of a link between the pt's infection and the donor's tissue has been found. This investigation is closed.